Event description:
It was reported that an unexpected reset occurred. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, customer reverted to an alternate method of insulin therapy to address bg. Reportedly, customer continued using pump for insulin therapy.